Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, communication was established between a zoll technical support representative and the customer. The customer stated the ventilator was placed at the foot of the MRI couch near the patient's legs which would be the foot of the MRI bed that moves into the machine. As the patient moved closer to the bore during MRI imaging, the ventilator would have been moved closer to the bore also, increasing its exposure to stronger magnetic fields. The user was using a 6-foot wye circuit, wherein zoll recommends using the 12-foot wye circuit in an MRI environment. The device was not utilized according to the recommended mitigations provided in the ventilator operator's guide. The operator's guide instructs users to secure the ventilator to an MRI-compatible stand with the wheels locked, and that the device must be placed at the proper distance. It is also recommended that the 12-foot wye circuit is used when operating in an MRI environment. Zoll publishes these instructions to help ensure use of a ventilator in an MRI environment. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating while inside the MRI room. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.